Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. The condition of the patient following the procedure was reported to be fine. According to the complainant, during the procedure when attempting to remove the sheath of the navigator, the physician noticed that plastic was coming off the sheath exposing the metal coils. The physician stated that some plastic fell off into the patient. The account was able to retrieve the plastic from within the patient using a retrieval device. The account was able to complete the procedure with the original device without any patient complications.

Manufacturer narrative:
The reported event of device catheter flaked.

Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. The condition of the patient following the procedure was reported to be fine. According to the complainant, during the procedure when attempting to remove the sheath of the navigator, the physician noticed that plastic was coming off the sheath exposing the metal coils. The physician stated that some plastic fell off into the patient. The account was able to retrieve the plastic from within the patient using a retrieval device. The account was able to complete the procedure with the original device without any patient complications.

Manufacturer narrative:
Visual analysis of the returned product confirmed that the coating on the sheath was peeling. The investigation performed by (B)(4) confirmed the customer complaint that the coating was peeling off the sheath. However, based on the investigation, the root cause is undeterminable.